Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be stretched and flattened. Although the cannula was observed to be damaged, fluid was able to successfully flow through the entire fluid path and exit the distal tip of the soft cannula. No signs of leakage were observed. The timing and cause of this damage is unknown. Timeouts were observed in the data but corrected itself at the end of the run. During investigation, the pod was successfully paired to a pdm, and completed priming and a 5u bolus. The rerun data did not show any timeouts or drive stalls and did not generate an alarm.

Event description:
It was reported the patient's blood glucose level rose to 271 mg/dl while wearing the pod between 36 and 48 hours on the leg.